Manufacturer narrative:
The returned device was evaluated and the external portion of the soft cannula was observed to be kinked. The timing and cause of the observed cannula damage could not be determined. As such, it could not be confirmed if the kinked soft cannula is directly linked to the reported event. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose levels rose to 277 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site (abdomen). As treatment, the patient changed out the pod.